Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a case on (B)(6) 2024, the spring connector piece on the prismatic light deflector came apart and the 3 components had to be retrieved from the patient. No patient injury was reported. However it prolonged the case and they had to do an x-ray check on the patient to confirm they have retrieved all of the broken pieces from the patient.

Manufacturer narrative:
Correction: this incident was deemed as "adverse event" due to the fact that an x-ray had to be taken to ensure that the patient did not have any pieces left inside the body, and a prolongation of the procedure. However, we previously submitted this medwatch only as "produt problem". We therefore will submit this correction now retrospectively. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Changes made from the initial report: ---updated the UDI number in section d4. ---updated section d9 to yes, and entered the device returned date to the manufacturer. Per investigation by the manufacturing site: our examination of the prism headlight sent in revealed that the installed threaded pin (figure # 6) was broken off and remnants of it were still stuck in the headlight housing (figure # 5). A possible cause may be mechanical damage caused by damage that occurred during one of the applications or by damage during clinical reprocessing, which was ultimately not noticed / determined during the product check before further clinical use and led to the complete breakage of the threaded pin. The components screw for detent, the compression spring, and the detent (see figure # 6) were not available for examination. The evaluation for the requested period from (B)(6) 2020 - (B)(6) 2024 resulted in (B)(4) complaint with a total sales quantity of (B)(4) units and a resulting rate of (B)(4). The damage is not attributable to a production defect due to the fracture pattern of the fragment remaining in the housing. No further action will be taken. This event is filed under internal complaint ID (B)(4).